Manufacturer narrative:
The zoll console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Zoll received information that the customer's biomed engineer cleaned the air trap block sensors. The console was tested and the device performed without issue. The thermogard xp ivtm console was put back into service. No further issues reported. Customer resolved issue.

Event description:
It was reported that when powering on the device, the thermogard ivtm console (serial: (B)(4)) displayed a mid: 09 (air trap assembly) error message. The hospital used an unspecified system to start and complete the patient's therapy. No patient sequelae reported.